Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the initial case it was reported that there was xray equipment issues however, at the conclusion of the case the aneurysm was excluded. Approximately 1-month post-op, a type ia endoleak was detected on CT. Reportedly, the patient condition is not well due to a sepsis infection. It has not been reported if and when the patient will be treated. No additional event or patient information is available.

Event description:
Subsequent to the initial report, additional information was provided reporting that on an unknown date in (B)(6) 2018, the patient underwent unsuccessful treatment for the type ia endoleak and developed aortitis. The patient will continue to be monitored.

Manufacturer narrative:
Clinical assessment was performed based off the provided medical records. The reported event of a type ia endoleak is confirmed. The type ia endoleak is most likely user related due to high placement of aortic body; however, a definitive cause cannot be determined. The reported event of infection is confirmed based on a positive blood culture, whether the sepsis is procedure or device related is inconclusive. Procedure related harms for this complaint could not be determined. The final patient status was reported to be under surveillance.